Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a motor error during the prime. The blood glucose reading was 11.2 mmol/l. The customer works in a hospital but the insulin pump was not exposed to a strong magnetic field. The motor error alarm was reoccurring.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement, basic occlusion and prime/a33 tests. The insulin pump has cracked battery tube threads and cracked reservoir tube lip.